Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6., and h.10. Evaluation summary: the lens was returned positioned incorrectly in the lens case inside the lens carton. Solution was dried on the lens. One haptic is bent in the gusset area. The other haptic is broken in the gusset area inside the haptic insertion area. The welded portion of the haptic is still intact inside the haptic insertion area. This haptic is also bent in the distal area. The optic is broken. The broken portion of the optic was not returned. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The complaint was for broken lens. The optic was broken. One haptic was also broken. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a broken intraocular lens (iol). Additional information has been requested.